Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of drooping eyelid is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of drooping eyelid as follows: physician instructions: "the physician should instruct the patient to promptly report to her/him any evidence of problems possibly associated with the use of juvéderm® ultra plus xc."

Event description:
Patient reported that approximately one week after injection in the cheeks with "juvederm," they experienced right eyelid drooping. Patient had to use tape to hold the eyelid up. Drooping lasted for two months and went away. It is unspecified if any treatment has been provided. Symptoms have resolved.